Event description:
It was reported that intermittent altitude alarms occurred. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.